Event description:
It was reported that the patient had no symptoms. It was noted that substantial noise leading to pacing inhibition was seen on the right ventricular (rv) lead. The rv lead was extracted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 19.7cm to 20.0cm from the distal tip and 10.6cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.